Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/04/2023, that on 07/23/2023 (the date of event is an approximation) the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction with rash and scar, under entire patch area, which occurred same day the sensor had been inserted in the abdomen. The patient reported that the insertion site left black spots on her skin and that there was a pain on her stomach. On (B)(6) 2023, the patient consulted with her doctor who recommended that she take tylenol 500mg tablets over the counter (otc). At the time of the report the patient is doing fine. No other details were documented, and the patient could not be reached to provide more information regarding the status of the scar. Even though a doctor was consulted, only tylenol (otc) was advised, and no prescriptions were made. However, the scar was present more than 3 months after the skin reaction occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.